Manufacturer narrative:
An examination of the returned capio¿ slim revealed that the device does not have any visual failure. The carrier was actuated three times and it extended and retracted without any issue. Also, it was actuated (deployed) three times with the suture, and the needle entered in the slot without issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacospinous fixation procedure performed on (B)(6) 2017. According to the complainant, during preparation, the carrier was unable to retract from the cage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous fixation procedure performed on (B)(6) 2017. According to the complainant, during preparation, the carrier was unable to retract from the cage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.